Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. It is alleged the patient experienced pain disability and hernia. The legal claim alleges that about one month post implant of the ventralex st mesh, the patient underwent additional surgery "to repair the hernia defect and remove it." At this time it is unclear if there was any mesh removed, as it is unknown what is being referred to by the word "it." With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of a ventral incisional hernia. A ventralex st hernia patch was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has experienced additional surgery, permanent injury and defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode was alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. It is alleged the patient experienced pain disability and hernia. The legal claim alleges that about one month post implant of the ventralex st mesh, the patient underwent additional surgery "to repair the hernia defect and remove it." At this time it is unclear if there was any mesh removed, as it is unknown what is being referred to by the word "it." With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Review of medical records provided finds the ventralex st mesh was explanted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Adhesions, seroma, and hernia recurrence are known inherent risks of surgery/use of the device. The adverse reactions section of the instructions-for-use, supplied with the device lists adhesions, seroma and hernia recurrence as possible complications. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of a ventral incisional hernia. A ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has experienced additional surgery, permanent injury and defective mesh. Addendum per additional information provided: attorney alleges that he patient experienced abscess, adhesions, emotional injuries without treatment, pain and hernia recurrence. Per provided medical records: (B)(6) 2016 - patient with a complex medical and surgical history was diagnosed with incarcerated chronic incisional hernia which was repaired with implant of a bard/davol ventralex st mesh. Per operative notes, "the hernia sac was amputated, herniated colon was reduced and a large ventralex st mesh was placed into the abdominal cavity. Mattress sutures were placed in 4 corners and the mesh was secured." (B)(6) 2016 - patient presented with fever, developed seroma and drain was inserted. (B)(6) 2016 - patient had fever and chills, restarted on bactrim and drain placed. The patient had an evidence of possible mesh infection. (B)(6) 2016 - patient underwent complex incarcerated incisional hernia repair with removal of ventralex st mesh and was implanted with bard/davol xenmatrix ab mesh. Per operative notes, "no large area of purulence was found. Extensive lysis of adhesions was then carried out. The old mesh (ventralex st) was able to be removed. The size of the defect was then measured and an appropriate size biologic mesh (xenmatrix ab) was chosen. In this case the defect measured 4 x 2 cm. A mesh measuring approx.12 x 6 was placed intraabdominally and anchored with vicryl mattress sutures."